Manufacturer narrative:
Additional information was received on (B)(6) 2017 that the customer is no longer experiencing issues charging the pump. Reportedly, the customer will continue to use the pump for insulin therapy and monitor the battery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple power sources. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.